Manufacturer narrative:
Adding two attachments that were intended to be sent with initial submission but did not go through.

Event description:
Wake forest clinical trial site had two sir-spheres y90 cases scheduled on (B)(6) 23, one non-research patient and one doorway90 clinical trial research patient. The site used the vial labeled for investigational use only, to draw doses for both patients. The non-research (commercial dose) patient was scheduled to receive a 1-day pre-calibration dose, however was treated with the 3-day pre-calibration dose from the investigational product. It was confirmed that both patients received the appropriate activity. Both patients are safe, no impact or adverse reaction. Two y-90 radioembolization cases using sirtex sir-spheres (resin microspheres) were scheduled in interventional radiology for (B)(6) 2023. The first case was a non-research patient planned to receive 20.3 mci of activity using a 1-day pre-calibration dose. The second case was the research patient (B)(6) planned to receive 80.04 mci of activity prepared using a 3-day pre-calibration dose. For the first case, as is our practice at wake forest, the activity was drawn up by a nuclear medicine technician based on the written directive emailed to (B)(6) by dr.(B)(6). The written directive for the first case unfortunately had an error which called for the activity to be prepared from a 3-day pre-calibration dose instead of a 1-day pre-calibration dose, which was what was commercially sourced for the non-research patient. As both the 3-day pre-calibration dose vial for investigational use and the commercially-sourced 1-day pre-calibration dose vial were delivered to nuclear medicine the morning of (B)(6) 2023, the nuclear medicine technician pulled the activity for the non-research patient from the 3-day pre-calibration dose vial as per the written directive. The patient received the correct prescribed activity of 20.3 mci despite being prepared from the 3-day pre-calibration dose vial labeled for investigational use. The "investigational use only" label was not noticed at the time of preparation for the non-research patient. The delivery of the activity to the non-research patient was successful and without other complication. It was not until completion of the first case that the error was identified. While preparing for the second case (B)(6) nuclear medicine imaging manager, noticed that the 3-day pre-calibration vial labeled for investigational use had already been accessed and given to the non-research patient. She also confirmed that the lot number rc042v02 documented on the paperwork for the first case was indeed for the investigational use vial and not for the commercially-sourced vial. Upon discovery, (B)(6) immediately notified dr. (B)(6), who then contacted the overall pi for the doorway90 study, dr. (B)(6) by text to explain the situation and ask for guidance. Dr. (B)(6) responded promptly that if there was sufficient residual activity in the 3-day pre-calibration investigational use vial then to proceed with treatment as planned for the research case. The prescribed 80.04 mci of activity for the research patient was then drawn out of the 3-day pre-calibration vial labeled for investigational use and delivered successfully to the research patient per protocol without incident. As both patients received the correct prescribed activity using the sir-spheres y-90 microspheres, there was no effect on patient safety. The study coordinator notified the sponsor via the study cro, bright research partners, of the event on (B)(6) 2023 and to ask for guidance as to how to proceed with reporting and documentation. Dr.(B)(6) was away from the hospital (B)(6) 2023 but contacted the non-research patient the next business day, monday (B)(6) 2023. Dr. (B)(6) explained to the non-research patient that the sirtex sir-spheres y-90 he received was labeled for investigational use but that the device was the same device the patient was originally intended to receive. The patient expressed understanding and satisfaction with the explanation. No complications have been noted in the patient. A corrective and preventative action (CAPA) plan was developed and implemented to reduce such errors in the future. The device had the correct labeling intended for a research patient in the clinical study, however the user utilized this device for a non-research patient. Hence the root cause of the adverse event was deemed to be use error and a key contributing factor was deemed to be training of the user.

Manufacturer narrative:
There is no impact to safety or efficacy of the device and no impact to safety/risk for patient or user. Per FDA's MDR reporting guidelines, the risk related to this adverse event may result in this incident being deemed non-reportable. This incident is being reported under MDR as this device is used in the doorway90 clinical (ide) study. Attached to this emdr filing is the notification to the irb on (B)(6) 2023 with the supporting documentation (including, but not limited to, the device labeling, the CAPA details, and team communications). Also attached to this emdr is the manufacturer's health hazard evaluation.